Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user and caregiver reported elevated blood glucose (bg) overnight, reaching 267 mg/dl. The user had changed all supplies about 5 hours prior but placed the infusion set in the same body area. Bg remained out of range for more than 90 minutes before trending downward. The ilet did not alert to the high bg. No symptoms, external assistance, or medical intervention occurred.